Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that during the incoming inspection of the subject device for the repair at olympus (B)(4) (osp), the endoscopic image was not displayed due to the failure of the power supply unit and/or the electrical circuit board. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus singapore there was the possibility that the reported phenomenon was attributed to the failure of the electrical circuit board and the power supply unit due to the aging deterioration of the components by the repeatedly long-term use because over eight years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.